Manufacturer narrative:
Concomitant medical products: product ID: 346369 lead, implanted: (B)(6)2015, product ID: 359076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedances on the left ventricular (lv) lead. The leads remain in use. It was also reported that the patient¿s secondary left ventricular (lv) lead displayed no capture. The lead was cut during ventricular assist device (vad) surgery. The lead is inactivated and remains in the patient. No patient complications have been reported as a result of this event.